Event description:
After radiotherapy, 30 radiation sessions at the left lung, there was no communication with the pacemaker possible, pacemaker could not be interrogated anymore.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An interrogation of the device was not properly feasible, confirming the clinical observation. Using a technical programming tool, the pacemakers memory content was inspected. The inspection revealed an invalid memory content in a memory area corresponding to specific device data, most likely resulting from the reported radiation therapy. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. During the further course of the analysis, the pacemaker was subjected to a reset procedure. Subsequent device investigation revealed no anomalies. In particular, the pacemaker was properly interrogatable. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, it is reasonable to assume that the radiation therapy was casual for the clinical observation. After reset, the device operated as expected.